Manufacturer narrative:
Unit passed displacement test, sleep current measurement, active current measurement and self-test. Hardware low level alarm (variableinfo=3) confirmed in the pump history due to broken trace. Unit and blood glucose meter test functioning and communicating properly.

Event description:
The customer reported via phone call that their insulin pump had an error in the hardware low level failures. The customer¿s blood glucose was unknown at the time of incident. Customer reported that they experienced high blood glucose level. Customer was able to successfully clear the alarm. Customer received request to rewind the insulin pump. Customer was able to complete insulin pump rewind. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.